Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Patient has been on duopa therapy since (B)(6) 2015. Report stated that in (B)(6) 2017, the patient developed gastric ulcer due to the friction of intestinal tube. In (B)(6) 2017, the tubing was changed and ulcer is improving.